Event description:
It was reported that there were images mixed up in patient data base on the 9800 system. No patient injury was reported.

Manufacturer narrative:
A ge service representative preformed an on site investigation. The hard drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.